Manufacturer narrative:
During conmed's investigation, additional information regarding the device in question was received from the reporter. Corrections were made to the following fields based on that clarification received from the reporter. This complaint is confirmed. Examination of the returned device found the guide wire slightly bent and broken off at the etch line. The broken piece is approximately 1.378 inches and was not returned for evaluation. Examination performed per design print and could not find any issues with guidewire dimensions. It is possible that weakened material at the etch line, combined with excessive force, contributed to this failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the IFU the user is also advised that the use of a washer/sanitizer or disinfection solution may affect the life expectancy of the device. It is recommended to inspect and test functionality of the devices before each use and to determine the end of the serviceable life. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with a hyperflex guidewire, nitinol, 14 in, sterile, 1.6x 356mm (.062 x 14in), item 8572d, lot #843821 that occurred on (B)(6) 2018 during an unknown surgery. It was reported that "it was reported that during the surgery, this product fractured. The surgeon noticed this incident when he used arthroscopy after he inserted the screw in the patient's body." The surgeon removed the fractured piece of the guidewire. Both guidewire pieces were removed from the patient and an alternate was used to successfully complete the procedure. There was a reported 5-30 minute delay while the surgeon tried to remove the guidewire. The broken tip of the guidewire was discarded. There was no information available regarding what procedure was being performed or what devices were being used with the guidewire when it fractured and broke. Although requested, no further clarification was provided. There was no impact or injury to the patient and no additional surgical intervention was needed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.